Event description:
It was reported that during a bph procedure the fiber tip ruptured. The case was completed with another fiber. There were no patient complications reported due to this event.

Manufacturer narrative:
Additional information received. 217,055 joules expended at 22:30 minutes when the reported issue occurred. It was also reported that the cap was not cleaned during use.

Manufacturer narrative:
Analysis of the returned device revealed the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. The observed fiber damages are likely due to heat accumulation. However, the fiber exhibits no breaks/fractures. Based on the device analysis, the product complaint "fiber rupture" could not be confirmed. Therefore, the cause of the reported event cannot be confirmed. An evaluation conclusion code of ¿unable to confirm complaint¿ was assigned to this investigation.